Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Reportedly, the finetuner echo and battery was returned to service and repair because of out-of-box failure. No injury has been.

Event description:
Reportedly, the finetuner echo and battery was returned to service and repair as an out-of-box failure. The device was never actually given to the user; the clinical engineer tried many times to switch it on but it did not work. No injury has been reported.

Manufacturer narrative:
Conclusion: according to the information received, the device could not be turned on out of the box. The investigation revealed a defective display which was clearly the reason for the reported issue. Since the functionality of the display is checked and confirmed during end control, a review of the device history record (DHR) confirmed that the device was working according to specifications. Hence, observed device malfunction was most likely caused by mechanical stress, which may have been inadvertently exerted shipment and/or device usage. This is a final report.